Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had no pain relief, difficulty charging, and it "was not like the trial at all". It was unknown what led to the issue. An impedance check showed no issue. The entire system was explanted and the rep said it would be returned for analysis. No further complications were reported.